Event description:
It was reported that this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The patient is pace-dependent and a device replacement was scheduled. Currently, this device remains in service, and no adverse patient effects are reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. The patient is pace-dependent and a device replacement was scheduled. Currently, this device remains in service, and no adverse patient effects are reported. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.